Manufacturer narrative:
The pump had intermittent button response on the select, up and back buttons due to moisture damage on the keypad traces. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked case on the battery tube area and a peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had unresponsive buttons. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.